Event description:
Customer has a rolling walker the pin that goes thru the hole fell off front left wheel and the walker collapsed and caused her to fall over on the walker no medical attention received, her daughter is a nurse and no injuries occurred, minor bruising. Believes this was purchased last march but unsure where from